Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a spectra penile prosthesis (spp) had a revision surgery for a new inflatable penile prosthesis (ipp) for unspecified reasons. There were no device issues or patient complications reported at this time.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a spectra penile prosthesis (spp) had a revision surgery for a new inflatable penile prosthesis (ipp) for unspecified reasons. There were no device issues or patient complications reported at this time.